Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure (patient gender, age, and weight are unknown). According to the complainant, during procedure, "the tip of the probe melted." Reportedly, there was "no patient contact with the melted tip and no adverse tissue reaction." The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.